Event description:
It was reported that the patient could get one side to work well but couldn¿t get the other side to work as well. The patient reportedly only used stimulation 4 to 5 times and was trying to get it to work. It was noted that it was ¿probably the patient just pressing buttons¿. The reporter indicated that the patient wanted to meet with a manufacturer¿s representative. Five days later, it was reported that the patient was seen two days after the previous report and impedances were within normal limits. One lead was however getting abdominal stimulation. An x-ray was taken by the physician and he felt that the lead had moved lateral. The physician requested that the patient be seen again and the original x-ray from the trial be brought to that appointment as well. The patient was reportedly getting left lower back stimulation. The patient also wanted right lower back as well. Three days afterwards, it was reported that the patient was scheduled for a lead revision on (B)(6) 2013. If additional information becomes available a follow-up report will be submitted.

Manufacturer narrative:
Concomitant: product ID 97740, serial# (B)(4), product type programmer, patient; product ID 977a160, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a160, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a160, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a160, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
Additional information was received which reported that the patient had his revision on the date previously noted. The patient was reportedly doing "very well" and everything was "working well". There were "no complaints or complications". The reporter indicated that the patient was getting paresthesia overlap of his painful areas and was happy.